Event description:
During knee arthroscopy, the pt experienced extravasation from the knee up to the abdominal area. The sales rep informed the surgeon to shut the valve a couple of times because they were leaving it open, causing the unit to overrun. The unit was switched back and forth from overrunning to running. It was stated by the user facility that the unit was not being returned to smith & nephew, because the surgeon felt he was in error and doesn't believe there is anything wrong with the unit.